Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. H3 other text : device not returned for evaluation

Event description:
It was reported the nurse found that the patient's right arm (built-in 40cm) had arm swelling during the infusion. The nurse checked carefully and found that there was a crack at 35.8cm of the catheter.